Event description:
Pt was holding onto sink, started to fall. Sat down on edge of apollo chair-chair separated from frame-resident fell to floor. Sent to e.r. Diagnosed as a fracture right ankle. Surgical intervention required.